Event description:
During a f/u, the device was found in standby mode. An explanation is requested.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.